Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported receiving treatment from her doctor for high blood glucose levels of 472 mg/dl and ketones. The customer stated that prior to consulting the doctor, she had attempted to bring her blood glucose down by using the insulin pump. The customer also stated that she uses a quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test but failed the high pressure test multiple times. Nothing further was reported.